Event description:
Related manufacturer reference number: 2017865-2022-01402. It was reported that a patient presented in clinic for a follow-up appointment. The patient's left ventricular (lv) lead was found to be dislodged due to twiddler's syndrome when the patient was turning their implantable cardioverter defibrillator (ICD). The patient was asymptomatic. The ICD remains implanted and the lv lead was explanted and replaced. The patient was stable throughout procedure.

Manufacturer narrative:
The reported event was ¿lead dislodgement due to twiddler¿s syndrome¿. As received, a complete lead was returned in one piece. The s-curve hump height was measured within specification.

Event description:
New information received notes that the product was returned on 3 jan 2023. Analysis of the product is pending.